Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular channel. Further evaluation of the device was advised. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular channel. Further evaluation of the device was advised. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular channel. Further evaluation of the device was advised. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.additional information received indicated that the pacing impedance measurements were measuring greater than 3000 ohms and the non-boston scientific right ventricular (rv) lead exhibited high thresholds at 4.5v. Technical services (ts) recommended to have a follow up with the cardiologist. This device remains in service.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and device h6 device codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.